Event description:
It was reported that the programmer had a "bad" floppy drive. The programmer was returned for service. It was analyzed and tested out of specification. There was no indication of any patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event, the disk drive was functioning correctly. It was also noted that the printer drawer was damaged, the programmer did not fully start-up due to an error, and the microphone was out of electrical specification. (B)(4).